Event description:
It was reported that leakage occurred during use with a syringe 5ml ls 24x1. The following information was provided by the initial reporter, "hospital is using emerald 5ml*24g 3pc syringe in the ot unit but when they have attached the syringe with bd spinal needle it is not getting fitted and drug spillage happened due to which the dr. (Anesthesiologist) got annoyed and stop using bd syringe .please clarify as the doctor is asking why the bd luer slip syringe is not getting attached easily in bd spinal needle? Rather than other syringes that get attached easily. 20 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: the sample was received for investigation. The DHR was reviewed and no qn or ncp were generated on the lot number 9120695 during its production. The team investigated and confirmed the dimension of the nozzle found within the specification limit. Also functional testing was performed with needle and no leakage was observed. Based on the samples received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. No root cause could be determined. H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9120695. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-30. Medical device lot #: 1510128. Medical device expiration date: 2020-09-30. Device manufacture date: 2015-10-05. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe 5ml ls 24x1. The following information was provided by the initial reporter, "hospital is using emerald 5ml*24g 3pc syringe in the ot unit but when they have attached the syringe with bd spinal needle it is not getting fitted and drug spillage happened due to which the dr. (Anesthesiologist) got annoyed and stop using bd syringe .please clarify as the doctor is asking why the bd luer slip syringe is not getting attached easily in bd spinal needle? Rather than other syringes that get attached easily. 20 occurrences were reported.